Event description:
During removal of the device, the tip broke off, remaining in the pt's breast. The fragmented part was removed with the tissue and sent to the lab. There was no immediate consequence to the pt.

Manufacturer narrative:
We can advise this device is inspected 100% by quality control personnel for length, smooth deployment, angle and appearance. In addition, per the attached caution label, it is stated: "under no circumstances should a hook wire engaged in tissue be pulled out without surgical intervention". The label also states that "hook wire should be used as a guide for the surgeon, not a retractor. With these activities in place, there is a very high probability of detection. It is possible that the hook wire separated due to excessive manipulation and/or unforeseen pt anatomical/physiological factors. The hook wire could have separated if the physician attempted to manipulate or withdraw the hook wire while the wire was engaged in tissue. We will continue to monitor for similar complaints and notify the appropriate personnel of the event.